Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized with syncope. Upon interrogation, threshold parameters of the atrial and rv lead were noted to be altered compared to implant parameters and loss of capture were suspected on both leads and the device. Programming changes were recommended and the patient was in stable condition. Related MFR # 2017865-2017-02161 and MFR # 2017865-2017-02092.